Event description:
It was reported, during reprocessing the subject device had no image. No patient involvement.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. The device was returned to olympus for inspection, but the reported failure of no image could not be confirmed. During the device evaluation, a puncture on the cable was found and a failed leak test occurred. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the cause of the no image as the failure was not confirmed. The investigation determined that the cable failure/failed leak test occurred as a result of component failure. Its unknown what caused the component to fail. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
It was reported, during reprocessing the subject device had no image. No patient involvement.